Event description:
It was reported that an embolization coil implant encountered resistance during advancement into a microcatheter. The coil was withdrawn out of the catheter and into its introducer sheath where it was then noticed that the implant had detached. There was no patient injury or intervention.

Manufacturer narrative:
The investigation of the returned coil system found the implant damaged and to be separated from the pusher. The proximal gold connector was found kinked at e2 and the pusher's body coil was found broken at transition. The distal end of the pusher was not returned for evaluation. Without the return and evaluation of the distal end of the pusher, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.